Manufacturer narrative:
(B)(4). Torn isolater/broken 4-40 stud. Eval summary: the device was returned with a loose mount and a cracked nose cone. The analysis found that the hand piece no longer meets the specs for continuity. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Further analysis found evidence that the device had been tampered with.

Event description:
It was reported the generator kept alarming and giving handpiece errors. The customer did not have further info on case involvement, but stated there was no pt consequence.